Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation several components need to be replaced due to missing/physical damage. During final testing the device failed the primary and secondary audible alarm test steps. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.